Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted tha the implantable cardioverter defibrillator exhibited oversensing from an unknown source. No interventions were performed. The patient was in stable condition.

Event description:
Additional information received noted that the oversensing was not noted. The issue was caused by functional under-sensing. Cardioversion was performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Correction: please retract this report [2017865-2023-23666]. The noted anomaly was functional under-sensing and is not reportable.